Manufacturer narrative:
Updated data: b5. Second paragraph added e. Initial reporter added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter procedure involving the tav evfxplus-29 valve, two deployment attempts were made, and the valve was recaptured twice. The valve product was changed out prior to implant due to significant under-expansion. A thrombus was noted on the valve frame when removed from the body. The contributing factors to the event included patient anatomy, specifically calcification. The initial valve was replaced with a new valve and dcs, and the valve was successfully implanted. There was a procedural delay of 15 minutes due to under-expansion of the valve. No patient complications have been reported as a result of this event. Additional information was received that an anticoagulant medication was administered during the implant procedure and the activated clotting time was over 300 seconds, monitored approximately every 30 minutes. The valve was implanted in the native annulus, and the procedure lasted approximately one hour. The valve was recaptured due to malposition of the device. The thrombus was observed on the skirt of the valve.

Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-2329}; product lot/serial number {(B)(6)}; product type: {0195-heart valves}; implant date {n/a}; explant date {n/a}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter procedure involving the tav evfxplus-29 valve, two deployment attempts were made, and the valve was recaptured twice. The valve product was changed out prior to implant due to significant under-expansion. A thrombus was noted on the valve frame when removed from the body. The contributing factors to the event included patient anatomy, specifically calcification. The initial valve was replaced with a new valve and dcs, and the valve was successfully implanted. There was a procedural delay of 15 minutes due to under-expansion of the valve. No patient complications have been reported as a result of this event.